Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number (B)(6)is a concomitant and this file has captured the correct suspect device with serial number (B)(6)as per investigation report. Remedial action # cont: z-2717-2020 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump modules failed while infusing milrinone and flashed "communication error" across all four (4) channels. Active channels were still infusing at set rates. The infusion was stopped and required to switch to new pump set. There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "pumps failed while infusing milrinone, flashed communication error" across all four channels. Active channels still infusing at set rates"

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules failed while infusing milrinone and flashed "communication error" across all four (4) channels. Active channels were still infusing at set rates. The infusion was stopped and required to switch to new pump set. There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "pumps failed while infusing milrinone, flashed communication error" across all four channels. Active channels still infusing at set rates."